Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the user noticed a leak at the bottom of the drip chamber when infusing flolan at an unspecified rate. Although requested, no additional event, patient or device information provided.